Event description:
This solicited device case received from (B)(6) on (B)(6) 2013 from a consumer via patient support program. The case involves a male patient who complained that his left knee is worse now (arthropathy) and he "had no relief in left knee" (sub-therapeutic response) and he gets pain when he walks (pain upon movement), after receiving treatment with synvisc at a dose of 6 ml instead of 2 ml (device misuse). Past medical history included osteoporosis (for several years), heart attack and stroke. Relevant concomitant medications included paracetamol (panadol osteo), clopidogrel bisulfate (plavix) and candesartan cilexetil (atacand). No past drugs or concurrent condition were reported. On an unk date in (B)(6) 2013 (approx 6 months ago), the patient received treatment with synvisc injection at a dose of 6 ml instead of 2 ml, once (device misuse) (route of administration, batch/lot number and expiration date: unk) into left knee for an unk indication. Later, on an unk date in (B)(6) 2013, the patient had no relief in left knee (sub therapeutic response). It was reported that his left knee was worse and that he did not have any pain at night but got pain only when he walked. It was reported that he was able to walk with a walking stick about a year ago but he was presently walking with a walking frame. The setting for the events was unk. Corrective treatment: unk. Outcome for the events of "knee is worse now", "no relief in left knee" and "gets pain when he walks" was unk. Pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. The reporter's overall causality for the case was not reported.